Event description:
On 27th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during an ankle arthroscopy with anterior talofibular ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the swivelock screw of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, was damaged per picture attached to the case. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique, misalignment insertion, and/or prying/leveraging of the device during insertion.